Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst indicated that ventricular capture management trends showed maximum threshold at over 2.5 volts throughout the record. Concomitant medical products: 5076-52 lead and addr01 ipg, implanted on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture at lower outputs. The lead was repositioned more septally resulting in better capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.